Manufacturer narrative:
(B)(4) medical product: catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 047100; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 651170; catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 641470; catalog #: 180554, comp lk scr 3.5hex 4.75x35 st, lot # 390400; catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 621330; catalog #: 115326, comp rvrs shldr glnsp +6 41mm, lot # 513060; catalog #: xl-115366, acrom xl 44-41 std hmrl brng, lot # 812470; catalog #: 115370, comp rvs tray co 44mm, lot # 547270; catalog #: 113636, comp primary stem 16mm mini, lot # 004810; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 870550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02382, 0001825034-2020-02384, 0001825034-2020-02385, 0001825034-2020-02387. Remains implanted.

Event description:
It was reported from the x-ray received that there is a confirmed fracture of an inferior screw in the glenoid, loosening of another screw, and lucency surrounding the central screw. A revision is planned. No additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as the x-rays showed a fracture of the inferior most glenoid screw and likely loosening of the middle screw. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.